Event description:
Report received from the complex study registry database indicated that treatment of a non-ruptured right middle cerebral artery aneurysm was performed. The aneurysm measured 6x8x6mm (heighxwidthxlength). Neck (b) 4mm and neck/sac ration.5. Three orbits were used in the procedure. It was reported that there was satisfactory coil packing, neck coverage and complete obliteration of neck occlusion. The desired occlusion was achieved. Neck protection with balloon was also used during procedure. Procedure was ended because of evidence of angiographic occlusion. Reopro was administered during procedure and aspirin post procedure. It was indicated that the patient experienced and periprocedural thromboembolic event, which was indicated to be unrelated to the orbit coils. Patient was discharged from the hospital.